Event description:
The customer reported a fuse was blown in the column up/down motor control card. The system operates as intended.

Manufacturer narrative:
(B)(4). The ge service rep replaced the fuse. The system operates as intended.